Event description:
In 2008, the pt reported elevated blood glucose readings of up to 330 mg/dl over the past few days with his normal range being 70-120 mg/dl. He stated his symptoms were feeling "crampy in the legs and arms." He stated he has had his infusion headset in since the evening of four days earlier. During troubleshooting, the pt said he uses 4 site areas and makes sure the new site is 2 inches from the last site. He stated he changes his insulin cartridge and infusion set tubing weekly. He said he tried to bolus out of the tubing and cartridge and successfully did so. On follow up, the pt stated he changed his infusion headset and that resolved the issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.